Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was lumbar canal stenosis associated with degenerative lumbar scoliosis. It was reported that, the head might have spread out with cross threading because the breaking off of a setscrew could not be done when the final was performed. There was a delay of less than 60 minutes reported. The levels treated were l2/3/4/5. Procedure/technique performed was oblique lumbar interbody fusion (olif). The setscrews were identified with slight wear on the threads. There were no patient symptoms reported. No additional treatment or surgery performed. No further complications reported regarding the event.

Manufacturer narrative:
G4: please note that this device (product: 1664017; brand name: cd horizon® solera® spinal system) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product: 6430530; 510(k): k143375; UDI#: (B)(4); brand name: cd horizon® spinal system). H3: product analysis of part#: 1664017; lot#: 1015758w visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage consistent with the misalignment of the bone screw and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.